Event description:
Pt had been placed on intermittent suction. At shift change blood was found in the suction tubing. The nurse who set the regulator thought she had set it at 40-60 mmhg, but the second shift nurse observed setting at 140mmhg. The pt was lavaged until there was no blood present. The hosp's biomedical engineer checked the unit and found no problems with it.